Manufacturer narrative:
(B)(4). The analysis results found that the iris seal of the hap02 device was torn. No functional testing could be performed due to the condition of the returned device. However, it should be noted that with the iris seal torn, the opening and closing mechanism functioned as intended. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated diagonally to the lower ring, where the tear continued 360º around the lower ring. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure the iris was torn. None of the pieces fell into the patient. A second device was pulled to complete the case with no patient consequence.